Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient developed a skin flap infection in 2007. Treatment with an oral antimicrobial was unsuccessful. The patient was hospitalized the following month. The infected wound was opened and treated daily. The wound healed and the skin flap was closed two weeks later. Another infection re-occurred after the patient's hospitalization (date not provided). The patient's device was explanted the next month. No information on a reimplant was provided.